Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was not used. The physician elected to use another ra lead and completed the procedure. There were no patient consequences.